Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter. Therefore, additional event, product and/or patient details are not attainable. The reason for reoperation is: capsular contracture, baker grade iii/IV and unknown. Article citation: montemurro, paolo, et al. "Twelve years and over 2400 implants later: augmentation mammoplasty risk factors based on a single plastic surgeon's experience." Plastic & reconstructive surgery-global open, 12(4), 5 apr. 2024, pp. E5720., doi: 10.1097/gox.0000000000005720.

Event description:
Through journal article, "twelve years and over 2400 implants later. Augmentation mammoplasty risk factors, based on a single plastic surgeon's experience". Patients, who were part of a study, had capsular contracture baker, grade iii/IV against an unknown side. The device status remains unknown.